Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 261 mg/dl. Customer went to change out the reservoir and it was not showing on the pump. Customer stated there was a circle and the battery was low. Customer changed it out and now it is showing the wrong time and the motor error alarm occurred. Customer stated that the alarm occurred after doing a bolus and there are scratches on the pump. Customer was not sure if he dropped it or not. If it was dropped, it was not dropped very hard. Customer just dangled the pump and was assisted with clearing the alarm. Customer was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer declined troubleshooting for the issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.